Event description:
It was reported that, during preventative maintenance, it was noticed that the real intelligence plane visualizer won't slide all the way onto the point probe. It was tested with different point probes to confirm and it wouldn't slide on either. It appears there might be a piece of metal that wasn¿t properly cut when you look through the opening of the plane visualizer. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The real intelligence plane visualizer, part number rob10086, lot number 21esc0028, intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been the result of wear and tear during case setup, tear down, transportation or decontamination. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.